Manufacturer narrative:
Ge healthcare was unable to perform a log review of the reported event as the logs were not provided at the time of this report. There is no evidence of equipment malfunction based upon the info the customer provided. The root cause of the reported skin injury was determined to be due to extended fluoroscopy time. The attached pages of the innova 2000 operator manual contain references to appropriate dosage levels and measures to reduce dosage. A complaint review from jan 2007 to present was completed for any deterministic effects of radiation. Sixteen events were reported to ge. There was no evidence of equipment malfunction in any of the cases reported. Add'l info from the voluntary report: cardiovascular imaging systems. Model#: 2224559. (B) (4): other healthcare professional.

Event description:
A customer reported a fluoroscopic skin injury following a heart catheterization and ptca (percutaneous transluminal coronary angioplasty). The estimated skin dose was 16.4 gray (gy) during the examination with 94 minutes of fluoroscopy. The pt exhibited skin reddening within 24 hours and at 39 days post procedure, had progressed to severe reddening with areas of peeling and blisters. The dose estimate was derived from the machine service logs. Actual table height versus the interventional reference point, conversion of dose-to-air to dose-to-tissue, percent of time in a single location and back-scatter factor were modifying factors. There is no allegation of equipment malfunction. Add'l info from the voluntary report: fluoroscopic skin injury following a heart catheterization and ptca (poba). The estimated skin dose was 16.400 mgy, which exceeds the joint commission sentinel event reporting criteria. (B) (4) notification was submitted on 5 nov 2009. The pt exhibited skin reddening within 24 hours and at 39 days post procedure had progressed to severe reddening with areas of peeling and blisters. The dose estimate was derived from the machine service logs. Actual table height versus the interventional reference point, conversion of dose-to-air to dose-to-tissue, percent of time in a single location and back-scatter factor were modifying factors. Dose: 16,400 milligray. Frequency: 94 minutes. Route: fluoroscopy. Dates of use: (B) (6) 2009. Diagnosis: heart cath and ptca. The pt had been on chronic aspirin and plavix therapy prior to the procedure.